Manufacturer narrative:
Product analysis results are: the event was confirmed; the graft cover could not recombine with the tapered tip as damage/kinks to the distal end of the graft cover prevented this. The root cause of the event could not conclusively be determined. However, the patient¿s anatomy of mild anterior aortic neck angulation and a small amount of calcium may have contributed to the event.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 5.5 cm in diameter abdominal aortic aneurysm. The femoral artery measured 8.2mm and the smallest external iliac diameter was 7.5mm. Also the patient has mild anterior aortic neck angulation with a amount of calcium. It was reported that, during the index procedure and while attempting to remove the delivery system, the physician was unable to completely recombine the external slider and front grip. The physician attempted to close the graft cover several times unsuccessfully and removed the delivery system with no complications. Post removal of the delivery system, the graft cover was observed to be damaged and would not permit the graft cover to close. Per the physician, the cause of the event was unknown. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. No eval explain code. If information is provided in the future, a supplemental report will be issued.